Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: how was case completed? Was there any change to procedure or post-op patient care due to issue of clips slipping off of vessels? Was there any patient consequence?

Event description:
Please reference user facility medwatch.